Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, when the dilator was removed from the first carto vizigo¿ 8.5f bi-directional guiding sheath - small, about 40-50ml of blood leaking from the hemostatic valve was observed. The valve did not break into two or more separated pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced with the second one; the case continued. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered to the patient. No medical/surgical intervention was required. On (B)(6) 2020, during visual inspection it was revealed that hemostatic valve appeared dislodged inside of the hub. Brim cap and friction ring remain intact. This finding was reviewed and determine that it continues to be MDR reportable as it is consistent to the customer¿s reported event. Device evaluation details: the device evaluation has been completed. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due this condition the vizigo sheath is occluded and unable to be advance through the end of the vizigo sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-00823 for product code (B)(4) (8.5f sheath with curve viz smc) 1st device. (2) MFR # 2029046-2020-00824 for product code (B)(4)(8.5f sheath with curve viz smc) 2nd device.

Event description:
It was reported a patient underwent an atrial fibrillation (afib) with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath - small and both had hemostatic valve separations. It was reported that during an atrial fibrillation (afib) ablation procedure, when the dilator was removed from the first carto vizigo¿ 8.5f bi-directional guiding sheath - small, about 40-50ml of blood leaking from the hemostatic valve was observed. The valve did not break into two or more separated pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced with the second one; the case continued. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered to the patient. No medical/surgical intervention was required. It was also reported that when prepping the replacement (second) carto vizigo¿ 8.5f bi-directional guiding sheath - small, the dilator was not allowed to be introduced. There was a lot of resistance when pushing the dilator in. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced, and the issue resolved. There were no patient consequences. No further information was provided. This event is being reported under both carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small as ¿hemostatic valve separation¿ since the issue experienced with the second sheath that the dilator was not able to be introduced through the sheath is most likely due to a malfunctioning or dislodged hemostatic valve that obstructs the entrance of the dilator. Should more information become available in the future, it will be reviewed and processed accordingly. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event and not considered to be MDR reportable.